Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to excessive vaulting and a shallow chamber. The lens was exchanged for a shorter lens, which resolved the problem.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).